Manufacturer narrative:
The reported complaint of a cracked filter and leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a device history review (DHR) review.

Event description:
An email was received regarding a 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer, alleging that the lipid filter was cracked and the patient had trifuse with lipids in one port and central venous pressure (cvp) in a second port. Lipids were backflowing into the pressure tubing of the cvp transducer at the trifuse. The cvp transducer was changed but ther was no improvement to the trifuse was changed and no improvement. A crack was identified in the plastic connecting the filter to the trifuse, so lipids were backflowing into the transducer due to the increased pressure. Several accesses to line with increased risk for clabsi, new lipids were ordered and primed through the new filter/tubing. The event occurred during infusion, and the patient is female with initial sh born on 24th february 2026, weighing 6kg. There was a patient involvement and no harm.